Event description:
Customer reported unexpected negative reactions on when testing a patient sample with capture-r ready screen 3 (crrs3) and capture-r ready-ID (crrid) extend ii on the echo. Patient has a known anti e.

Manufacturer narrative:
Review of instrument results: all cells from crrs3 lot r161-no red cell adherence, nice tight button, pos control well acceptable, strong adherence cell 2(e+/e=) cell 1&3 (e=/e+) all cell from crrid extend ii- dn047- no red cell adherence, nice tight button pos control well acceptable strong adherence cell 2&3(e+/e+) all other cells (e=/e+) all samples tested prior to this sample and after this sample have resulted as expected. Confirmed the reactivity of the e antigen on retention capture-r ready-screen (3), lot r161 and capture-r ready-ID extend, lot dn047 using retention capture-r ready indicator red cells lot 221689 and anti-e lot 7d630 (1:16 dilution). Controls performed as expected and product exhibited the expected reactivity.